Manufacturer narrative:
The cause of the non-reproduced discordant high advia centaur cp total human chorionic gonadotropin (hcg) result based on the information provided is unknown. However, pre-analytical variables such as the quality of the sample as the cause of the erroneous result cannot be ruled out. The customer continues to report quality controls, and patient results for hcg without further concerns. A system non-conformance has not been identified. The instruction for use (IFU) under the limitation section states the following: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present)." There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory." "Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant high advia centaur cp total human chorionic gonadotropin (hcg) result obtained on a patient sample, and the result was questioned by the physician. The customer performed repeat hcg testing on the same sample, and the result was lower. A new sample was tested and the hcg result was lower. A corrected report was issued. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur cp total hcg result.